Event description:
During implant procedure, the hex wrench was difficult to fit into the set screw. A new hex wrench was selected, however, the set screw failed to be tightened. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Analysis revealed the left ventricular setscrew was stripped and contained septa material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.